Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Unknown when device actually broke. This report is for unknown screw/unknown lot number. Unknown original implant date. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in fineland as follows: it was reported that a dynamic hip screw (dhs-screw) broke post-operatively. Revision surgery performed on (B)(6) 2016. This repoort is 1 of 1 for (B)(4).